Event description:
Same case as MFR report #: 2134265-2008-03879 clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure there was balloon withdrawal resistance. The index procedure identified and treated two target lesions. Target lesion one was a de novo, long lesion from the proximal to distal rca (right coronary artery) measuring 3.5x70mm with 70% stenosis. Target lesion one was treated with predilation, placement of four overlapping taxus liberte drug eluting stents (3.0x20mm, 3.5x8mm, 3.5x20mm, and 3.0x32mm), and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo lesion of the right posterior descending artery (r-pda) measuring 2.5x15mm with 70% stenosis. Target lesion two was treated with direct stenting using a 2.5x20mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Balloon withdrawal resistance was noted with the 3.5x8mm and 3.0x32mm taxus liberte drug eluting stents located at target lesion one. There were no reported patient complications. The patient was discharged 13 days post procedure on asa and plavix.

Manufacturer narrative:
A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. As the device was not returned, a technical analysis could not be performed. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.